Event description:
It was reported that the patient had an abscess/cellulitis sometime post-op. The patient needed to have I&d and exchange of infected pins on the external fixator and IV antibiotics.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.